Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 3/06/2017 with the following findings: a review of the pump¿s black box data showed frequent low battery warnings. During visual inspection of the pump, it was observed that the battery compartment was cracked. There was moisture corrosion observed in the battery compartment. The test battery cap was able to fit to the pump. A leak test was performed and failed due to a battery compartment leak. The ¿ez-prime¿ steps were performed correctly; all current draws were within specification. The initial ¿short battery life¿ complaint was duplicated during the investigation. The pump¿s cover was removed and no further moisture ingress or intermittent condition was found.